Event description:
The 4.0 x 20 promus element stent dislodged from the stent delivery balloon. The stent remained on the stent delivery catheter and was removed from the guiding catheter. The stent and delivery balloon were removed from the field.